Manufacturer narrative:
Mentor became aware of event details that were mistakenly submitted in the initial report. The patient indicated on (B)(6) 2020 that she was undergoing bilateral explantation in a week's time; therefore, the explantation date has been updated to an estimated (B)(6) 2020. In section b, "required intervention" has been selected in place of "other serious". In section h, the patient code and method code have been updated due to the explantation. Reason for device explant and/or reoperation: breast pain, swelling, and capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor textured breast implants in 1993. The patient reported that she had left-sided breast pain, swelling, and capsular contracture (baker grade iii). No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Additionally, mentor has received no information as to whether the complaint device is a gel or saline product. Therefore, this device will be reported as a saline breast implant. If further information becomes available, the updates will be provided in a supplemental report.